Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 3 years post implant of this 38mm simulus sr annuloplasty heart ring, it was explanted and replaced with a device from another manufacturer. The reason for the replacement was reported as multiple cerebral ischemia. The patient was admitted with headache and described a disturbance in spatial orientation. A computed tomography (CT) showed a demarcated posterior infarction on the right and a smaller, demarcated infarction in the posterior territory on the left. Reintervention was performed to prevent further strokes. No additional adverse patient effects were reported.